Manufacturer narrative:
It was reported that the battery was unable to hold charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination and functional testing; the battery capacity was within the expected range as a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery was only holding a charge for about three hours. The battery will be replaced. No patient complications have been reported as a result of this event.